Event description:
During secondary -re-do-hip replacement surgery on a pt with a 20 year old original hip replacement. The prosthetic femoral head of the new prosthesis broke off into the pt's pelvis area. It was unretrievable at the time and required a secondary surgical procedure in 2004 for retrieval of the prosthetic femoral head.